Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum procedure. The procedure was converted to an open procedure before the incident occurred with the stapler. The stapler was being used for the closure of the rectum. The staples did not deploy. The surgeon cut the tissue thinking that the staples had deployed. Medical or surgical intervention was needed to prevent a permanent impairment of a function. There was prolonged antibiotics and wash out of the bowel.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the sulu noted that all of the staples were partially advanced in the cartridge. Microscopic evaluation of the anvil buckets noted a partial staple strikes in each bucket. The staples were in usable unformed condition. The advanced staples in the sulu were reused and reset inside the cartridge. The instrument and sulu were applied to test media with proper staple formation. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.